Event description:
It was reported that "item was opened from package, our spd department tried flushing it with soapy water and it would not flush. When removing the syringe from the needle, black dark fragments started coming out of the luer lock area."

Manufacturer narrative:
It was reported that "item was opened from package, our spd department tried flushing it with soapy water and it would not flush. When removing the syringe from the needle, black dark fragments started coming out of the luer lock area." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.